Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (12/2024).

Event description:
It was reported that prior to the vascular graft procedure, the device allegedly found to be opened and unsterile. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ptfe felt was returned for review. Visual evaluation of the sample revealed that the felt was improperly sealed to the package, rendering the product unusable as it was physically attached to the outer seal. One photo was provided for review. The photo shows an open ptfe felt package with the felt fabric within. The investigation cannot be confirmed based on the provided photo. Therefore, the investigation is confirmed for manufacturing, packaging or shipping problem. A definitive root cause for this failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the vascular graft procedure, the device allegedly found to be opened and unsterile. There was no patient contact.